Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated (B)(6) results after an (B)(6) patient [sid (B)(6) ((B)(6) result, not discrepant) initial 788.12, repeat 759.20 ((B)(6))] was tested while using the architect i1000sr analyzer. The following data was provided (s/co). Sid (B)(6) initial 1.2, repeat 1.91 ((B)(6)) sid (B)(6) initial 1.43 ((B)(6)), repeat 0.22, 0.54 ((B)(6)). No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found the analyzer wash cup (part number 7-200160-01) was clogged. The wash cup (part number 7-200160-01) and the manifold mount solenoid (part number 7-205710-01), which was found to be sticking, were cleaned. The pipettor probe was replaced, however the wash cup and solenoid were considered by the fse to be the likely causes of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, device history review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review for the wash cup (part number 7-200160-01) and the manifold mount solenoid (part number 7-205710-01) did not identify any issues that may have caused the customer issue. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.